Event description:
The customer reported a file corruption error message. This error causes the system to lock up or not to boot. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.